Event description:
User alleges that in use with h-1200 blood was in the reservoir. They allege the blood leaked from the set into the reservoir. No pt injury. No sign of blood externally on unit or on set. Did not notice leakage until procedure had been completed.